Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. PMA/510(k) k172557. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2015 via the right common femoral vein. The patient alleges vc perforation, embedment, and tilt. (B)(6) 2015, per implant op report; ¿successful intrarenal retrievable tulip inferior vena cava filter placement.¿ (B)(6) 2018, per a report from computed tomography (perf, tilt); ¿findings: filter tilt: there is posterior tilting of the tip of the ivc, which is embedded in the wall on axial image 32, but with no gross perforation. Position of the ivc filter: the ivc filter appears normally situated. The tip of the filter is 2.0cm below the highest left renal vein. Perforation the on the ivc wall there is perforation of 3 of the 4 inferior struts, in the medial strut is embedded in the wall and projects just beyond the wall adjacent to the lateral margin of the aorta, with no aortic perforation identified. Filter strut fracture or bending: there is no strut fracture of bending visible. Stenosis of the inferior vena cava: there is no ivc stenosis.¿